Manufacturer narrative:
Isi has not received the maryland bipolar forceps instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the maryland bipolar forceps instrument broke off and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
Per medwatch report received on 17-apr-2018, the following was reported: "surgeon using maryland bipolar when a piece of plastic broke off inside the patient. Surgeon able to retrieve piece of plastic. Surgeon performed visual sweep prior to closing and noted no other debris. No harm to patient." Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no additional information has been received as of date of this report.